Event description:
It was reported that the pacemaker could not be interrogated. The device is scheduled to be replaced. No patient complications have been reported as a result of this event. Further information received on (B)(6), 2010 indicating that telemetry was successful while patient was on the table for replacement. The device appeared to have stable battery voltage and no power on resets. Caller was directed that it is the decision of the physician to decide whether to replace given the lack of root cause for the no telemetry condition previously. Although device looks fine today this could happen again not knowing root cause. It was reported that device was interrogated in the physicians office as normal. No patient complications have been reported as a result of this event. Further information indicates that the pacemaker incurred a power on reset. The device parameters were reprogrammed and the device remains in use.

Event description:
It was reported that the pacemaker could not be interrogated. The device is scheduled to be replaced. No patient complications have been reported as a result of this event. Further information received on may 13, 2010 indicating that telemetry was successful while patient was on the table for replacement. The device appeared to have stable battery voltage and no power on resets. Caller was directed that it is the decision of the physician to decide whether to replace given the lack of root cause for the no telemetry condition previously. Although device looks fine today this could happen again not knowing root cause. On (B)(6)2010, it was reported that device was interoggated in the physicians office as normal. No patient complications have been reported as a result of this events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. No telemetry was reported as the concern, but s2d file was obtained which requires telemetry. No issues seen in the file.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. No telemetry was reported as the concern, but s2d file was obtained which requires telemetry. No issues seen in the file.